Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured and exhibiting high impedance measurements. The rv lead was successfully capped and replaced by another lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.